Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was unable to remove the tampon pieces and went to urgent care to have them removed. She was diagnosed with a bacterial infection and fever and prescribed flagyl. Her symptoms did not improve so she returned to urgent care two weeks later. She was transported to the hospital and had a cat scan. The infection had spread to her pelvis, uterus, and her entire body. She was given three different antibiotics and a shot. She was prescribed flagyl again. She is still experiencing symptoms.